Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo and the mp.4 video included in the complaint. The review is documented below. [Photo and mp.4 video review]: one photo and one video were included in the complaint. The photo captures the distal section of the catheter, the mesh on the middle body of the tip can be seen stretched. The video shows the catheter from two angles, the mesh on the middle body of the tip can be seen stretched. No other damage was observed. The reported issue regarding the thrombus aspiration catheter being unraveled / stretched was confirmed based on observed stretched condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31426007) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported prior to the start of a thrombectomy procedure, the device packaging and the 132cm embovac 71 aspiration catheter (ic71132ca / 31426007) were inspected, and both were in good condition. During the process of removing the thrombus on the first pass, the thrombus aspiration catheter could not aspirate the thrombus. The physician removed the aspiration catheter from the patient for inspection and found the distal end of the thrombus to be unraveled / stretched. The physician replaced the aspiration catheter with a new device and completed the procedure. There was no report of any negative impact on the patient. The complaint file included a photo of the device and a short mp.4 video also of the device. Both will be reviewed by the product analysis team. On (B)(6) 2026, additional information was received. The information indicated that the procedure was an adapt (direct aspiration first pass technique) case targeting an occlusion in the c6 segment of the internal carotid artery. The device was not snaked (advanced without guidewire / microcatheter). There was no excessive vessel tortuosity or acute bends in the target vessel. The thrombus load was large. The embovac device had not been advanced or withdrawn against resistance. The information indicated that there was resistance during the ¿second half of aspiration.¿ excessive force had not been applied to the device. The replacement device was another 132cm embovac 71 aspiration catheter (ic71132ca). The information confirmed there was no negative impact on the patient and no delay in the procedure.